Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date : (B)(6) 2010, inratio: ng, lab: 13.0, pt: 50. Date: (B)(6) 2010, inratio: 4.8, lab: 10.3. Pt was given 3 doses of vitamin k due to a lab reading received on (B)(6) 2010. Caller also alleged imprecision with inratio meter. Pt's coumadin was decreased from 7 mg to 6 mg on (B)(6) 2010.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.